Manufacturer narrative:
(B)(4). The complaint for system error se 2267 (fluid and air in set) occurred during dwell 1/6 was not confirmed. The root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
The 510k are not provided since the product and the lot number are unknown. Sample is not available for evaluation. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained

Event description:
During troubleshooting, the baxter technical representative (tsr) had reviewed the alarm log and found system error (se) 2267 had occurred. Tsr explained alarm. Heater bag was empty. The tsr advised care giver to start over with new supplies and to contact peritoneal dialysis registered nurse (pd rn). There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.